Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s touchscreen became completely unresponsive despite a restart and inspection for bezel separation, consistent with a device problem of unresponsive controls associated with the touchscreen component. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a software problem associated with the touchscreen leading to unresponsive input. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.